Event description:
It was reported the patient's blood glucose level (bg) rose to 380 mg/dl while wearing the pod for an unknown amount of time. The pods cannula reportedly came out of the infusion site (abdomen), indicating that the cannula was dislodged. It was also reported that the site was irritated. The adhesive was also not sticking well to the skin due to the pod leaking insulin. As treatment, the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.